Manufacturer narrative:
The customer indicated, the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. No. (B)(4).

Event description:
General report of an unspecified number of undocumented incidents of the float valve in the soluset tubing sets did not close when the solusets emptied. The solusets were being used to deliver 100ml of unspecified solution. After an unspecified length of time in use, the solusets emptied and the shut off valves did not close. No air was delivered to the pts. There were no reported adverse pt effects and no reported delays of critical therapies. No medical interventions were reported. Though requested, no additional info was provided.